Event description:
It was reported that a cartridge alarm occurred during insulin delivery. Customer loaded a new cartridge to address the issue. Subsequently, a temperature alarm occurred while the pump was not exposed to extreme temperatures. Customer was unable to clear the alarm and reverted to an alternate method of insulin therapy. Customer¿s blood glucose level was 467 mg/dl.

Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. H3 other text : device not returned